Manufacturer narrative:
Qn#: (B)(4). Potential lots: 71f19j056, 71f19g230, 71f19h0302, 71f19k0623, 71f19k1754, 71f19h0302, 71f19e2827.

Event description:
The customer reports that there was a fluid leak on the proximal lumen. The catheter was removed one day after insertion.

Manufacturer narrative:
(B)(4). The customer returned a four-lumen cvc for analysis. A catheter box clamp was secured to the catheter body and one suture wing contained thread. Signs of use in the form of biological material and adhesive were found throughout the catheter. Visual examination of the catheter did not reveal any defects or anomalies. The total length of the catheter body measured to be 173 mm which is within specifications of 157-177 mm per product drawing. The catheter was initially flushed using a lab inventory syringe to ensure no blockages were present. The returned catheter was then tested for liquid leakage. The four extension lines of the catheter were attached to the leak tester, the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks or air were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional testing. A device history record review was performed based on sales history and no relevant findings were identified. The IFU provided with this kit caut ions the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The report of leaking extension line could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies. The catheter also met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that there was a fluid leak on the proximal lumen. The catheter was removed one day after insertion.